Manufacturer narrative:
Final device analysis revealed no anomaly found - implantable neurostimulator is functionally ok.

Event description:
The pt experienced pain with recharging. The stimulator was replaced with a non-rechargeable system. There was no pt injury.